Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead helix failed to extend. On (B)(6) 2026, during the procedure, an x-ray was performed noting that the rv lead was bent. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences noted.